Manufacturer narrative:
Terumo has received the actual device for evaluation; the returned sample was decontaminated, visually examined and functionally tested. The line was circulated and occluded to build pressure, the line did not leak until the clamp was removed. These test results suggest a high pressure scenario was introduced and caused a leak to occur at the straight connection of the 3/8 y-connector on the inlet side of the arterial bridge. A review of the complaint files confirmed that there have been no previous reports for this lot. The device history record did not indicate any production related problems. All available information has been placed on file in quality management for appropriate tracking, trending and follow up. (B)(4).

Event description:
Terumo cardiovascular was informed that during cardiopulmonary bypass surgery, the tubing on the y connector proximal to the leukocyte filter had a small leak. The product was not changed out, there was approximately 50 cc of blood loss, and the surgery was completed successfully.